Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(6) 2012 and performed self-tests up to the (B)(6) 2013. The device failed multiple self-tests due to a low battery between (B)(6) 2013 and the (B)(6) 2015. The device records temperatures below the recommended minimum stand-by temperature during this time. Multiple manual power ups of ten minutes duration were recorded between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. The pad-pak became depleted and further pad-pak's were installed. The returned pad-pak was installed and the device failed to power on. A test pad-pak was inserted into the device and the device passed a self-test. A test shock was delivered without fault and an acceptable measurement was recorded. Corrosion on the membrane tail resulted in the ten minute manual power ups recorded. The measurements taken during the investigation would confirm the failure of the original membrane. The fault could not be replicated with a good membrane installed. The temperature recorded along with the corrosion on the membrane tail would indicate the device had been stored in adverse conditions. The self-test fails recorded can be attributed to a depleted pad-pak being installed or the pad-pak being incorrectly installed in the device. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions.